Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose level in the range of 400 mg/dl. Customer¿s current blood glucose was 186 mg/dl. The product will not be returned for the analysis.